Event description:
Caller states pt was sweaty and unresponsive with blood glucose result of 158 mg/dl obtained on advantage sys 1. Pt was retested on advantage sys 2; blood glucose result was 126 mg/dl. About 30 mins later the pt's blood glucose result on an unk hosp meter was "low" (glucose below 30 mg/dl); pt was treated with dextrose, and is currently still in the hosp. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspected device used in sys 2 (lot # 550528, exp date 05/31/2009). Reference medwatch report with a1 pt for the suspect device used in sys 1.